Manufacturer narrative:
Other relevant device(s) are: product ID: vnmc4040c95tu, serial/lot #: (B)(4), ubd: 16-jul-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the patient for the endovascular treatment of a 60mm thoracic aortic aneurysm. It was reported that on CT, approximately 09 months post index procedure, it was observed that the two stent grafts had separated and were relined with another valiant navion the next day. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored.